Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged periods/ severe menorrhagia, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain/ dysmenorrhea"), device dislocation ("had a transvaginal ultrasound scan, but could not see coils") and genital haemorrhage ("abnormal and heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cymbalta. Concurrent conditions included overweight, vaginal burning sensation, nickel sensitivity, vaginitis, vulvitis and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 for menstrual disorder, abdominal cramps and pain as well as alprazolam since 2014, citalopram since 2015, escitalopram oxalate (lexapro) since 2015, naproxen since (B)(6) 2017 and paracetamol (tylenol) since 2008. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"), weight increased ("weight gain") and eye disorder ("eye problem"). In (B)(6) 2014, the patient experienced mood altered ("moodiness"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections"). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), bacterial infection ("bacterial infections"), abdominal distension ("bloating"), depression ("depression"), fungal infection ("yeast infection"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), back pain ("back pain"), arthralgia ("ankles pain") and anxiety ("anxiety"). The patient was treated with surgery (on or about (B)(6) 2017 underwent dilation and curettage and hysteroscopy) and surgery (on or about (B)(6) 2017, total vaginal hysterectomy and partial salpingectomy to remove essure.). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, migraine, bacterial infection, urinary tract infection, procedural pain, fatigue and back pain was resolving, the device dislocation, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, abdominal distension, mood altered, fungal infection, vaginal discharge, visual impairment, weight increased, pelvic adhesions, endometriosis, dyspepsia, arthralgia and eye disorder outcome was unknown, the abdominal pain lower and headache had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, procedural pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Removal details: procedure in detail: the posterior vaginal wail was retracted and the cervix was grasped with a tenaculum clamp. A transverse incision was made at the posterior cervicovaginal junction and the posterior cul-de-sac was identified and entered. The uterosacral and cardinal, ligaments on each side were clamped, divided and ligated with 0 vicryl. A transverse incision was made at the anterior cervicovaginal junction and the anterior cul-de-sac was identified and entered. The uterine arteries on each side were clamped, divided and doubly ligated with 0 vicryl. The fundal structures on each side were clamped, divided and doubly ligated with 0 vicryl. Hemostatic figure of-eight sutures were now placed, incorporating the pedicles and the vaginal cuff. The pelvic cavity was irrigated until the returning fluid was clear diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes.; on (B)(6) 2014: appropriate position of essure devices. Ultrasound scan vagina - on an unknown date: could not see coils. Most recent follow-up information incorporated above includes: on 7-jun-2018: new reporters and event device dislocation added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged periods/ severe menorrhagia, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain/ dysmenorrhea") and genital haemorrhage ("abnormal and heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cymbalta. Concurrent conditions included overweight, vaginal burning sensation, nickel sensitivity, vaginitis, vulvitis and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 to (B)(6) 2017 for menstrual disorder, abdominal cramps and pain as well as alprazolam since 2014, citalopram since 2015, escitalopram oxalate (lexapro) since 2015, naproxen since (B)(6) 2017 and paracetamol (tylenol) since 2008. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In (B)(6) 2014, the patient experienced visual impairment ("vision problems"), weight increased ("weight gain") and eye disorder ("eye problem"). In (B)(6) 2014, the patient experienced mood altered ("moodiness"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections"). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), bacterial infection ("bacterial infections"), abdominal distension ("bloating"), depression ("depression"), fungal infection ("yeast infection"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), back pain ("back pain"), arthralgia ("ankles pain") and anxiety ("anxiety"). The patient was treated with surgery (on or about (B)(6) 2017 underwent dilation and curettage and hysteroscopy) and surgery (on or about (B)(6) 2017, total vaginal hysterectomy and partial salpingectomy to remove essure.). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, migraine, bacterial infection, urinary tract infection, procedural pain, fatigue and back pain was resolving, the abdominal pain lower and headache had resolved, the vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, abdominal distension, mood altered, fungal infection, vaginal discharge, visual impairment, weight increased, pelvic adhesions, endometriosis, dyspepsia, arthralgia and eye disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, procedural pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Removal details: procedure in detail: the posterior vaginal wail was retracted and the cervix was grasped with a tenaculum clamp. A transverse incision was made at the posterior cervicovaginal junction and the posterior cul-de-sac was identified and entered. The uterosacral and cardinal, ligaments on each side were clamped, divided and ligated with 0 vicryl. A transverse incision was made at the anterior cervicovaginal junction and the anterior cul-de-sac was identified and entered. The uterine arteries on each side were clamped, divided and doubly ligated with 0 vicryl. The fundal structures on each side were clamped, divided and doubly ligated with 0 vicryl. Hemostatic figure of-eight sutures were now placed, incorporating the pedicles and the vaginal cuff. The pelvic cavity was irrigated until the returning fluid was clear diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes.; on (B)(6) 2014: appropriate position of essure devices. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 26-aug-2013. Concomitant medication added. Events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dental problems, dyspareunia (painful sexual intercourse), fatigue, bloating, depression, moodiness, yeast infection, headaches, vaginal discharge, vision problems, weight gain, pelvic adhesions, endometriosis, heart burn, back pain, ankles pain and anxiety added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("menstrual pain/ dysmenorrhea"), menorrhagia ("prolonged periods/ severe menorrhagia, abnormal bleeding (menorrhagia)"), device dislocation ("had a transvaginal ultrasound scan, but could not see coils"), genital haemorrhage ("abnormal and heavy bleeding") and blindness unilateral ("eye problem/vision/eye problems type: vision; legally blind in left eye") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage and hysteroscopy. Previously administered products included for an unreported indication: cymbalta. Concurrent conditions included overweight, vaginal burning sensation, nickel sensitivity, vaginitis, vulvitis and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 to (B)(6) 2017 for menstrual disorder, abdominal cramps and pain as well as alprazolam since 2014, citalopram since 2015, escitalopram oxalate (lexapro) since 2015, naproxen since (B)(6) 2017and paracetamol (tylenol) since 2008. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In (B)(6) 2014, the patient experienced eye disorder ("eye disorder"), weight increased ("weight gain") and blindness unilateral (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced mood altered ("moodiness"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections"). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), bacterial infection ("bacterial infections"), abdominal distension ("bloating"), depression ("depression"), fungal infection ("yeast infection"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), back pain ("back pain"), arthralgia ("ankles pain") and anxiety ("anxiety"). The patient was treated with surgery (on or about (B)(6) 2017, total vaginal hysterectomy and partial salpingectomy to remove essure.), surgery (on or about (B)(6) 2017 underwent dilation and curettage and hysteroscopy) and surgery (lasik eye surgery). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, migraine, bacterial infection, urinary tract infection, procedural pain, fatigue, back pain and arthralgia was resolving, the device dislocation, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, abdominal distension, mood altered, fungal infection, vaginal discharge, eye disorder, weight increased, pelvic adhesions, endometriosis, dyspepsia and blindness unilateral outcome was unknown, the abdominal pain lower and headache had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, blindness unilateral, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, procedural pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs removal details: procedure in detail: the posterior vaginal wail was retracted and the cervix was grasped with a tenaculum clamp. A transverse incision was made at the posterior cervicovaginal junction and the posterior cul-de-sac was identified and entered. The uterosacral and cardinal, ligaments on each side were clamped, divided and ligated with 0 vicryl. A transverse incision was made at the anterior cervicovaginal junction and the anterior cul-de-sac was identified and entered. The uterine arteries on each side were clamped, divided and doubly ligated with 0 vicryl. The fundal structures on each side were clamped, divided and doubly ligated with 0 vicryl. Hemostatic figure of-eight sutures were now placed, incorporating the pedicles and the vaginal cuff. The pelvic cavity was irrigated until the returning fluid was clear diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes.; on (B)(6) 2014: appropriate position of essure devices ultrasound scan vagina - on an unknown date: could not see coils. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Patient's relevant history updated. Outcome of event ankles pain was updated to resolving. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged periods/ severe menorrhagia"), dysmenorrhoea ("menstrual pain/ dysmenorrhea") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraines"), bacterial infection ("bacterial infections") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (on or about (B)(6) 2017 underwent dilation and curettage and hysteroscopy) and surgery (on or about (B)(6) 2017, total vaginal hysterectomy and partial salpingectomy to remove essure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, migraine, bacterial infection, urinary tract infection and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bacterial infection, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian. Tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged periods/ severe menorrhagia, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual pain/ dysmenorrhea"), device dislocation ("had a transvaginal ultrasound scan, but could not see coils"), genital haemorrhage ("abnormal and heavy bleeding") and blindness unilateral ("eye problem/vision/eye problems type: vision; legally blind in left eye") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: cymbalta. Concurrent conditions included overweight, vaginal burning sensation, nickel sensitivity, vaginitis, vulvitis and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2017 to (B)(6) 2017 for menstrual disorder, abdominal cramps and pain as well as alprazolam since 2014, citalopram since 2015, escitalopram oxalate (lexapro) since 2015, naproxen since (B)(6) 2017 and paracetamol (tylenol) since 2008. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). In (B)(6) 2014, the patient experienced eye disorder ("eye disorder"), weight increased ("weight gain") and blindness unilateral (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced mood altered ("moodiness"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and dyspepsia ("heart burn"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 3 years 8 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infections"). On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), bacterial infection ("bacterial infections"), abdominal distension ("bloating"), depression ("depression"), fungal infection ("yeast infection"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), back pain ("back pain"), arthralgia ("ankles pain") and anxiety ("anxiety"). The patient was treated with surgery (on or about (B)(6) 2017 underwent dilation and curettage and hysteroscopy), surgery (on or about (B)(6) 2017, total vaginal hysterectomy and partial salpingectomy to remove essure.) And surgery (lasik eye surgery). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, migraine, bacterial infection, urinary tract infection, procedural pain, fatigue and back pain was resolving, the device dislocation, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dyspareunia, abdominal distension, mood altered, fungal infection, vaginal discharge, eye disorder, weight increased, pelvic adhesions, endometriosis, dyspepsia, arthralgia and blindness unilateral outcome was unknown, the abdominal pain lower and headache had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bacterial infection, blindness unilateral, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eye disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic adhesions, pelvic pain, procedural pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Removal details: procedure in detail: the posterior vaginal wail was retracted and the cervix was grasped with a tenaculum clamp. A transverse incision was made at the posterior cervicovaginal junction and the posterior cul-de-sac was identified and entered. The uterosacral and cardinal, ligaments on each side were clamped, divided and ligated with 0 vicryl. A transverse incision was made at the anterior cervicovaginal junction and the anterior cul-de-sac was identified and entered. The uterine arteries on each side were clamped, divided and doubly ligated with 0 vicryl. The fundal structures on each side were clamped, divided and doubly ligated with 0 vicryl. Hemostatic figure of-eight sutures were now placed, incorporating the pedicles and the vaginal cuff. The pelvic cavity was irrigated until the returning fluid was clear diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes.; on (B)(6) 2014: appropriate position of essure devices. Ultrasound scan vagina - on an unknown date: could not see coils. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: previously reported event preferred term visual impairement updated to blindness unilateral and event upgraded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.